Event description:
It was reported that during a percutaneous coronary intervention, vessel dissection occurred. The 3.00mm x 15mm apex balloon catheter was advanced to dilate the lesion. However, vessel dissection was noted as the balloon was inflated. A 3.00mm x 8mm veriflex stent was not able to cross the lesion. The patient was sent for coronary artery bypass graft. Patient's status post surgery was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).